Manufacturer narrative:
The device was received partially deployed with the hard cannula visible and bent in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing. Upon opening the device the slide retract failed to fully retract. Inspection of the needle mechanism components found no damages or defects that would prevent the needle from retracting as intended. Upon removal from the bottom housing, the slide retract fully retracted. The device was reset and deployed as expected. The linkage assembly was removed and no damages or defects were observed. Inspection of the bottom housing and environmental seal found no noticeable damages or deficiencies that would have resulted in the needle failing to retract. The observed score marks and failure of the slide retract to move to the deployed state until after the device was removed from the bottom housing indicate a misalignment of the linkage assembly as the source of the failure of the needle to retract after deployment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract back into the pod indicating that there was a needle mechanism failure. The patient reported that they were using a do it yourself looping system to control the pod which is off label usage of the pod.